Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to the following sections for additional information: g3, g6, h2, and h3 refer to the following fields for product evaluation information: h6, and h10 intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and the device evaluation is completed. Failure analysis investigation stated onsite logs reflect error messages c-06, m-11, and m-18 errors on the erbe as well as bipolar energy issues in the previous procedure. The issue could not be duplicated or reproduced.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse followed up with clinical sales representative (csr) and stated that the erbe error messages were intermittent and occurring with monopolar and bipolar instruments and bovie pen. There were still issues after replacing the energy cable. The integrated electrosurgical unit (iesu) was replaced to resolve the issue. The system was tested and verified as ready for use. The iesu unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. No image or procedure video was provided for review. A procedure log review was performed. Per the review, the following was confirmed: a bilateral inguinal hernia procedure was performed on system (B)(4) on (B)(6) 2022. This complaint is being reported based on the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted inguinal hernia bilateral general surgical procedure, the staff was encountering errors on the erbe generator. The staff encountered errors on the erbe during this procedure and the previous procedure. The staff explained that they had encountered both bipolar and monopolar issues. The reporter explained that the staff was currently proceeding with the procedure and there were no errors on the erbe. Onsite logs reflect error messages c-06, m-11, and m-18 errors on the erbe as well as bipolar energy issues in the previous procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue first occurred during the procedure after the ports had already been placed. The errors reoccurred intermittently, but the customer was able to continue each time. The customer was able to completed the procedure robotically without abandoning the erbe.